Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery, direct stenting was attempted with a 3.0x12 rx xience v stent delivery system (sds). The sds was advanced, resistance was met due to plaque right before the left main artery, force was applied and the shaft of the stent delivery system kinked at the distal end by the guide wire notch. Reportedly, the sds was removed from the patient anatomy with resistance and a new same size xience v stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force and no pre-dilatation. The device was returned for evaluation. The reported shaft kink was confirmed. The failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Additionally, it was reported that force was applied when resistance was met, which likely contributed to the kink in the shaft and subsequent resistance removing the kinked device from the anatomy. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.